Manufacturer narrative:
(B)(4). This report of a check patient line alarm was not confirmed and the cause was not identified because the sample was not returned for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded but a lot number was provided.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a check patient line alarm that appeared on the homechoice (hc) display during drain 1 of 4. The care giver (cg) stated that there are large gaps of air in the patient line. The technical service representative (tsr) assisted the cg with ending therapy on the hc, so that the cg can set up with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up with the peritoneal dialysis registered nurse (pd rn) the pd rn stated that she was not aware of the alarm. There was no injury or medical intervention reported. During follow up the hp stated that they had no idea how the air had gotten into the lines. The hp stated that his wife had connected the setup the way she has been doing for almost two years now. The hp did not note anything unusual with the supplies at use that night. The hp had not notified their registered nurse (rn) regarding the air in the line. The hp stated that therapy has been going great since the alarm. No further information was provided. There was no injury or medical intervention reported.